Manufacturer narrative:
Device eval: the suspect device was returned and evaluated. The audible alarm speaker was found to be defective. This is being monitored for trends. Also noted were cracked parts indicating impact damage and normal wear and tear.

Event description:
The reporter stated that the device had audible alerts and there was a stuck slide assembly. There was no patient injury or treatment associated with this event.